Manufacturer narrative:
The returned device analysis could not replicate the reported positioning failure (leaflet capture-clip not implanted) and poor imaging in a testing environment as they were related to patient/procedural conditions or operational circumstances. Returned device analysis did not confirm the reported clip opening while establishing final arm angle (efaa). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on all available information, the reported positioning failure appears to be due to challenging patient anatomy. A cause for the reported clip opening during efaa could not be determined. The reported poor imaging is due to procedural conditions. The reported tissue injury is a cascading event of the reported positioning failure. Additionally, tissue injury is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.

Event description:
This is filed to report unintended movement and tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. It was noted the patient had chronic kidney disease (ckd), previously undergone coronary artery bypass graft (CABG), enlarged atrium, rotated heart, and a restricted posterior leaflet. Imaging was also challenging. An xtw clip (21111r1039) was inserted, and grasping was performed on the medial side of a2p2. However, the posterior leaflet was unable to be captured. Therefore, the clip was repositioned to a lateral/central position of a2p2. The leaflets were successfully grasping, but while establishing final arm angle (efaa), it was observed the clip continuously opened to roughly 30 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. An additional xtw (21117r1057) was inserted. However, the posterior leaflet was again unable to be captured. It was then observed a perforation occurred on the posterior leaflet. Therefore, the cds was removed, and the procedure was discontinued. The physician stated both clips contributed to the perforation. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.